Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2, vision testing. Customer reporting false negative with the front typing a microtube result with the mts abd/rev grouping gel cards lot #040116037-09. Issue started on: (B)(6) 2016. Reported: (B)(6) 2016: frequency: 2x. Microtubes/wells or cell (donor #) affected: a microwell. Methodology used: vision. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: yes, on vision. Result obtained by repeating: negative. Method used to repeat: vision. Other relevant details: sample was first tested using manual tube method where the customer identified a sub-group of a. Associated reagent: card/cassette type: abd/rev gel card , lot number: 040116037-09. Other reagent: diluent 2. Qc data: qc type: in-house. Last qc run: (B)(6) 2016. Transfusion history: not transfused. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. On-board storage time: as per IFU. Off board storage temperature: as per IFU. Protocol details (for customer working in manual methods): pipette used: mts. Incubator type: mts. Customer repeated the samples with a same lot of gel cards, lot #040116037-09 with the a micro-well not reacting. Customer tested the sample with anti-a1 lectin with no reactivity. Customer then went on testing using an alternate lot of gel cards abd/abd, lot # 020816053-02, exp. 1-08-17 with the abd/abd gel card. Ortho discussed with the customer the limitation of the sub groups of a and b antigen may not be detected by these anti-a and anti b reagents. Suggested using the a,b monoclonal gel card for detecting the weak antigens. Ortho discussed that the issue with the customer. Customer satisfied with the discussion and documentation of the issue.